Event description:
It was reported that approximately 3 years after implantation of an intraocular lens (iol) into the right eye (od), the lens was removed, a vitrectomy was performed, and a different model iol was implanted. In the surgeon's opinion, the most likely cause of the event is the lens dislodged.

Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination was performed, and one haptic was observed as deformed and damaged, and the other one as bent. There were minor scratches on the optic zone. A review of the device history record (DHR) did not find any nonconformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis, and/or directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, a root cause could not be conclusively determined.